Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose of 641 mg/dl. During troubleshooting, customer was assisted in performing the displacement test, the test passed. No alarms found in history. Customer was advised a tubing clamp will be sent for high pressure test. Customer reported the cannula was bent when it was removed. Customer will not be returning the device for analysis.